Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. The customer's blood glucose level was impacted above 300 mg/dl. The contact stated that the pump turned back on and was able to reload a cartridge onto the pump and resume insulin delivery to address high blood glucose level. During troubleshooting with tandem technical support, review of pump data revealed, multiple low power alerts and a low power alarm, which were not addressed by charging the device. Subsequently the pump shut down due to insufficient battery power. The contact stated this is not what happened and that the pump had 100% charge prior to the shutdown , which conflicts with the pump data.